Event description:
Stereotactic core breast biopsy performed for calcifications in the left central breast. Metallic marker clip was deployed by radiologist. When removing the clip deployment device, a small portion of the plastic distal catheter tip was sheared (ripped off). Prior to clip placement, the device was intact. Post procedure mammogram was obtained which did not definitely demonstrate the plastic tip. All trash, needle biopsy, gauze, drapes and all material related to the procedure were searched by the technologist, radiologist, and supervisor. No tip fragment found and ethicon representative notified.